Event description:
It was reported that the patient was implanted with a pump in (B)(6) 2014 and over the summer the patient developed an infection around the pump site. The pump was explanted in (B)(6) 2014 and a new system implanted in (B)(6) 2014. This device system delivered morphine. Additional information was requested to clarify event details and patient status post explant. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43274, explanted: (B)(6) 2014.

Event description:
The device system was explanted due to the pocket site infection.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43274, implanted: (B)(6) 1997, explanted: (unknown), product type: catheter. (B)(4).